Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 400 mg/dl. The customer¿s current blood glucose value was 194 mg/dl. The customer did not experience any symptoms of high blood glucose value. The customer also stated that the insulin pump he received alarm to insert new battery customer inserted battery and received battery failed alarm. The customer stated that the contact on battery cap are missing and also had lost sensor signal alert. The insulin pump will not be returned for analysis.